Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.

Event description:
It was reported that the right atrial lead dislodged during an attempted coronary sinus cannulation. It was further reported that there was an apparent insulation issue on the right ventricular lead. Both leads were capped and replaced. No patient complications have been reported as a result of this event.